Event description:
It was reported that the norepinephrine concentration allegedly changed from 0.064 mg/ml to 0.032 mg/ml on its own. The infusion was programmed with a volume to be infused (vtbi) of 190 ml from a 250 ml bag. The event reportedly occurred on (B)(6) 2026 at 19:27. The customer later provided additional information indicating that the patient's mean arterial pressure (map) increased to the 80s, while the therapeutic goal was to maintain a map above 65 mmhg. At that time, it was determined that the norepinephrine infusion needed to be reduced. The infusion rate was adjusted accordingly, and the patient was reported to be stable thereafter. The customer also reported that the patient died 19 days later, on (B)(6) 2026 at 10:04. The customer specifically stated that they did not believe the alaris device caused or contributed to the patient's death. The reported medical history and clinical conditions included shock, acute respiratory distress syndrome (ards)/acute hypoxic respiratory failure secondary to aspergillosis pneumonia with cavitary lesion, and suspected interstitial lung disease.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.